Manufacturer narrative:
The t:slim pump user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an auto-off alarm. Tandem technical support educated the customer regarding the pump's safety feature. Additionally, it was reported that the wake button on the pump was no longer functional. Reportedly, the customer was able to access pump features by connecting the pump to a power source. The customer's blood glucose level was 181 mg/dl. Reportedly, the pump would continue to be used for insulin therapy.